Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen screen does not work properly. However, during troubleshooting with tandem technical support (cts), it was noted that the customer was not pressing directly on the numbers. Cts advised the customer to press directly down on the buttons. The customer's blood glucose (bg) level was 250 mg/dl. The customer administered a manual injection. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. At the time of the malfunction alarm, the customer's bg level was 180 mg/dl. Reportedly, the customer has a backup pump available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.